Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was not detected on bus, customer tried to reboot but issue still persisted, the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was not on bus. A field service engineer removed and reseated the full-height cubie drawer and cubie pockets, cleaned debris from cubie trays, reseated the row board cable, reseated the retractor band, and pyxibus ribbon cable. Then fse rebooted the system and recovered the storage space. Tested the device in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.